Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "implant flipped" and "capsular contracture baker grade I". This record is for left side. The device was explanted and replaced with a non-abbvie device.